Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 400 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the inspection of the device found the exposed portion of the soft cannula to be kinked. The download data generated an 0x18 alarm indicating the device had reached an empty reservoir. The reservoir was found to be empty. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be kinked. It could not be determined when this damage occurred. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6.

Manufacturer narrative:
Correction: become aware date changed from 7/2/2025 to 7/3/2025. Date due changed from 8/1/2025 to 8/2/2025 . G3 - date received by mfg changed from 6/2/2025 to 7/3/2025.